Manufacturer narrative:
Sientra complaint (B)(4). Device evaluation: d9, g3, g6, h2, h3, h6, h10 sientra received the suspected device from the customer and performed a failure analysis. The device was investigation and multiple pinholes observed pre-decontamination on the anterior surface of the device above the drain assembly on the right hand side. Leak test confirmed presence of seven pin-sized holes post decontamination. Possible striations located on the bottom pinhole on anterior side. Surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side tissue expander rupture.